Event description:
The user was implanted in (B)(6)2019. Reportedly in situ measurements taken pre- and intra-operatively were within normal limits. However after the surgery no in situ measurements have been possible as there is no contact with the cochlear implant. The user was re-implanted on the (B)(6)2020.

Manufacturer narrative:
Conclusion: as per information from the field no coupling to the implant could be established following implantation. Device investigation revealed a defective contact at the welding joint between feedthrough pin and circuit board assembly as reason for the reported problem. The observed failure explains the reported symptoms. This is a final report.

Manufacturer narrative:
Additional information: according to the limited information received from the field in situ measurements could not be performed. However, currently available information does not allow to identify a defined root cause for this event. No further information has been received despite requested.

Event description:
In situ measurements could not be performed. Despite several attempts no further information could be gathered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements could not be performed.